Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: crimped valve stuck inside esheath+. One frame strut bent outwards and protruding through the sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for frame damage was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (tortuosity, undersized vessel) and/or procedural factors (excessive device manipulation likely contributed to the event as it was reported that the patient had an anatomy with curves and narrowing, and a lot of push force was used. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Furthermore, excessive device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Also, undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As a result, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards italy affiliate, during a subclavian tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, the operator noticed lot of push force during insertion of the commander delivery system and valve into the esheath+, the devices were stuck, and they were unable to exit the esheath+. At this point, part of the valve inflow was observed to be bent and protruded through the sheath. The commander delivery system with the valve and the introducer were removed together from the patient. Another valve was prepared and successfully implanted. During check of vessels, a subclavian artery dissection was noticed and resolved with medical stent. The patient was stable at end of procedure. The resistance was due to the patient's anatomy, which included curves and narrowing of the blood vessels.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities, and the following was observed: one strut bent outwards at the inflow side in the crimped valve. One strut bent inwards at the outflow side in the crimped valve. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: crimped valve stuck inside esheath+. One frame strut bent outwards and protruding trough sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for frame damage was confirmed based on evaluation of returned device and provided imagery. Available information suggests patient factors (tortuosity, undersized vessel) and/or procedural factors (excessive device manipulation) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Furthermore, excessive device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Also, undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As a result, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.